Manufacturer narrative:
Occupation is patient/consumer the case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a pcr test. On (B)(6) 2022, in the evening, the consumer and her husband performed a covid-19 at-home test and the result was positive for both of them. On (B)(6) 2022, in the morning, the consumer and her husband performed a covid-19 at-home test and the result was negative for both of them. On (B)(6) 2022, in the morning, the consumer and her husband had a pcr test, and the result was negative for both of them. The consumer had no symptoms and her husband had covid symptoms several days before the positive result test performed on (B)(6) 2022. No additional information about treatment and the outcome was provided.